Event description:
Balloon placed and pump alarmed. A new pump was placed, but still alarming. The helium tank was changed and it stilled alarmed. The balloon was replaced, and the alarm was resolved. There were indications that there was not a problem with the equipment, but with the balloon itself. All available pumps tested by clinical engineering, and all tested within specifications.